Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor while changing the canister. The customer has tried it a couple of times, but the insulin pump keeps resetting. It was also stated that the dome sticker was missing. The blood glucose reading was unknown. The customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The insulin pump needs to be replaced.